Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported to abbott during a stage 2 procedure; it was discovered both leads had migrated because of poor fixation by the cinch anchors. The leads were repositioned and secured with swift-lock anchors. The cinch anchors were explanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to both leads migrating. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were repositioned to address the issue.